Event description:
It was reported that during routine testing, conducted by a stryker manufacturer field service technician at the user facility, the device was displaying a bias current error message on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The failure for bias current error was confirmed through functional inspection, disassembly and visual inspection. The motor sockets/potted trigger assembly were worn.

Event description:
It was reported that during routine testing, conducted by a stryker manufacturer field service technician at the user facility, the device was displaying a bias current error message on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.